Event description:
The customer states that a patient sample processed using the architect (B)(4) assay generated a falsely negative result of 0.01 iu/ml. The patient tested positive for (B)(6). The patient was retested at another facility yielding a positive result of (B)(6). No impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c36-36 architect hbsag reagent that has a similar product distributed in the us, list number 1l80 architect hbsag reagent.an investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, review of testing logs, in-house testing of retained sample, a search for similar complaints, and a review of labeling. Testing logs show quality controls were within range on the day the specimen in question was tested, and no flags were generated for the sample. In-house testing of architect hbsag reagent lot (B)(4) generated a successful calibration and control values within package insert specifications. One replicate of each member of two (B)(4) panels was also tested. Historical data generated for the seroconversion panels was used to evaluate the panel profile of the reagent kit under investigation, and lot (B)(4) detected the same first reactive bleed of the (B)(4) panel as the historical data. Tracking and trending identified no other complaints for architect hbsag reagent lot (B)(4). Labeling was reviewed and found to be adequate. Based on the investigation no deficiency was identified.